Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure, the insulation ring on the proximal tip of the left ventricular (lv) lead was observed to be absent. The lv lead was connected to the replacement device and the patient was stable.